Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: the complaint is for 5 devices, however, 3 lot numbers were provided (uc2aap, ub2aem and ub2ahq). Are the actual lot numbers of the clips unknown and uc2aap, ub2aem and ub2ahq possible lots? Are uc2aap, ub2aem and ub2ahq actual lot numbers? Unk. Quantity of lot uc2aap? Quantity of lot ub2aem? Quantity of lot ub2ahq? Unk.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/11/2024. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device ub2aem/xc200 and no non conformances / manufacturing irregularities related to the malfunction were identified. A manufacturing record evaluation was performed for the finished device uc2aap/xc200 and no non conformances / manufacturing irregularities related to the malfunction were identified. A manufacturing record evaluation was performed for the finished device ub2ahq/xc200 and no non conformances / manufacturing irregularities related to the malfunction were identified. Additional information: d4, h4. Lot ub2aem, mfg. Date: 02/12/2024, exp. Date: 01/31/2027, UDI: (B)(4). Lot uc2aap, mfg. Date: 03/01/2024, exp. Date: 02/28/2027, UDI: (B)(4). Lot ub2ahq, mfg. Date: 02/15/2024, exp. Date: 01/31/2027, UDI: (B)(4). H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned samples revealed that xc200 cartridge was received along with an opened foil, no apparent damage and five clips loaded. The cartridge was tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed five clips as intended. The clips were as intended and conforms to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional information: d4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch uc2aap, batch ub2aem, batch ub2ahq. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: package lot number of the clips? =>uc2aap, ub2aem and ub2ahq. Please provide the applier product code and lot number? = the applier product code is ka200 and lot number is unknown. Please confirm if there is an issue with the applier? =there is no issues with the applier. If yes, please create a product complaint and provide the respective reference number(s). =n/a. What suture type and size was used? = I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. When the event occurred, was the suture placed near the hinge of the clip? =yes. Were you able to lock the clip closed on the suture? =no. If yes, after it closed, was the clip holding securely fixed on the suture? =n/a. Was the applier checked for damaged (jaws straight and aligned)? =there is no damage with the applier. Only applicable for mic4030 (applier - manufacturer johnson & johnson international): please confirm that all 3 instrument parts with same serial no. Was assembled and used. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? =yes. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =we regularly contact with sale rep about the device returning. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6). =dr. (B)(6) is an urology. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint is for 5 devices, however, 3 lot numbers were provided (uc2aap, ub2aem and ub2ahq). Are the actual lot numbers of the clips unknown and uc2aap, ub2aem and ub2ahq possible lots? Are uc2aap, ub2aem and ub2ahq actual lot numbers? Quantity of lot uc2aap? Quantity of lot ub2aem? Quantity of lot ub2ahq?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and a suture clip was used. During the procedure, the device was loaded properly, but the clip could not be locked when the device was clamped. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.